Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -5.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and exchanged with a shorter length lens during the same surgery (intraoperatively) due to observation of excessive vault.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found residue on the lens surface, lens has a curved shape. Claim# (B)(4).

Manufacturer narrative:
Corrected data: "the problem was resolved." Is added to the initial MDR. Date returned to manufacturer: 08-may-2018. Claim# (B)(4).